Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device "takes abnormally long time to charge". In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.